Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vessel. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.